Event description:
The customer contacted baxter's technical service center and reported the patient line came undone during drain 4/5. The baxter technical service representative (tsr) assisted with ending therapy. Product surveillance contacted the nursing home where the home patient resides. The nurse stated solution was noted on the home patient's clothes and it was determined that the patient line had separated from the transfer set. Therapy was ended and the set-up was discarded. The dialysis nurse was notified. There was no patient injury or medical intervention reported. The home patient is continuing therapy on the homechoice. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.